Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of injector luer lock n35j lot 2311004 was conducted, and no deviation or non-conformance related to the alleged defect was found. Three retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure quality and functionality. Visual and functional inspections are carried out during different manufacturing sub-processes as per procedures. As the defect could not be reproduced, no quality incident or maintenance intervention related to the defect has been identified, without sample, we are unable to determine the root cause of the reported event. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Event description:
This is a complaint about syringe connection port of the phaseal injector broke.according to the customer report the syringe connection part of the injector broke while preparing the anticancer drug.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.